Event description:
It was reported by the clinician that the epidural catheter broke off in the pt during removal. Additional info received on 05/20/09 from the risk manager stated the epidural was being used on labor and delivery pt. During removal of the catheter a 2cm piece broke off and was retained in the pt. An x-ray was performed. The pt has been discharged and is doing fine. She is to report back for an appointment next week to discuss possible removal of the retained piece or if it will be left in. On 05/21/09 the sales representative reported the lot number used and he was able to speak with the physician. The physician stated the catheters' metal portion remained intact and was removed; however, the plastic distal tip is what remained in the pt.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval. Follow-up report will be filed if additional info becomes available.